Manufacturer narrative:
(B)(4). Product analysis was performed on (B)(4), 2012 entered on , 2012 by the quality engineer: five samples were returned by customer. Three of the samples were returned with original inner pouches and labels, which identified all three samples as item 1883672hs, lot # 0205442402. Of the five samples, three had the bur tip completely broken off from the assemblies. Two bur tips were returned. The three burs missing tips were examined under 20x magnification. Examination down into the outer shafts clearly showed hyperextended spiral wraps and several bone fragments. The two returned bur tips also displayed hyperextended spiral wraps. There was no indication that any of the burs failed to meet all acceptance criteria at the time of distribution. The IFU states; excessive pressure applied to bur may cause bur fracture. (B)(4).

Event description:
It was reported that during a scheduled ear surgery the surgeon broke 7 burs. 'During surgery drill stopped and tip of the drill broke down.' There was no reported patient injury and no device fragment patient involvement. One of 2 emdr reports to be submitted.

Manufacturer narrative:
Items returned to (B)(4) 2012. (B)(4). Analysis is in progress. Conclusions codes: was entered to facilitate emdr submission. Results codes: was entered to facilitate emdr. . No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. With no reported injury this event will be filed as a product problem. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during used, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Bur fragments that are not removed may cause tissue damage to the patient.